Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. Based on the results of the investigation, it was detected that water spots were present on the surface of the insertion tube. However, these spots were confirmed to be removable with alcohol during cleaning, and the device was found to function normally, thus there was no problem with the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there were marks resembling water stains on the surface of the subject device. There was no patient involvement.